Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-15813 and 1627487-2013-15814. It is unk which leads are the affected devices; therefore, all possible leads are being reported. The pt reported she is not receiving any stimulation from her scs system and would like to have it explanted. The sjm rep met with the pt and diagnostics showed invalid impedances on multiple contacts on each lead. The pt is to consult with her physician regarding undertaking surgical intervention at a later date to address this issue.